Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: difficult to insert-clip applier. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, "the sheath could not be connected at all due to the sheath splitter being already advanced slightly." "The vessel was rewired through the separated sheath lumen. The separated sheath was then removed and a second complete starclose se device used" to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.